Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had multiple power alarm. Customer's blood glucose value was unknown at the time of the incident. Customer reported that blood glucose was 225, and sensor glucose was 46. The customer was assisted with troubleshooting, customer declined to troubleshoot for the sensor glucose and blood glucose. Customer will not return device for analysis.